Event description:
Patient was revised to address knee poly subluxation. It was noted that there was minimal poly wear on the medial side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-13585. This report, 1818910-2013-14695, will be rejected. 1818910-2013-13585 will be kept for investigation purposes.